Event description:
It was reported the insulin pump alarmed button error and none of the buttons were responding. Battery was changed issue persisted. The buttons were not pressed for three minutes or longer. Customer did not know current blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.